Event description:
The following has been reported: nurse reported: "per nursing report, after priming the tubing with the blood, it was noted that blood was leaking from the secondary port on the tubing cassette. New tubing was obtained to transfuse the blood product. " "another product issue came through; this one was a blood tubing issue with blood leaking from the secondary port." Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
A picture was received for evaluation. However, the picture is not clear enough to determine the root cause of the reported connection failure at the secondary port. A sample evaluation would be necessary to determine the root cause, but no sample was received. The customer complaint cannot be confirmed. The most probable root cause of the reported incident is related to the lack of solvent application during the manufacturing process. The operator did not perform the joining operation correctly. Please note that without proper sample evaluation the exact root cause cannot be determined. The current process controls detection includes 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25e19091 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.